Event description:
The physician was implanting a helex septal occluder to close a 17 mm balloon sized asd (atrial septal defect). Due to the small anatomy of the 16 kg pt, a 30 mm device was as large as the atrial chambers could accommodate. The 30 mm device was implanted but a small residual leak was still noted. Later the same day the pt was given a chest x-ray and the right disc appeared to be positioned away from the septum about 70 degrees off axis. The next morning the physician chose to remove the device with a snare in an add'l transcatheter procedure. A competitor device was successfully implanted. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Operational context caused event (reserved for anatomic constraint).